Manufacturer narrative:
Additional information in d10, h3, h6. H10: the device was received for evaluation with the patient luer catheter cut off the set. A visual inspection with the naked eye was performed with no issues noted related to the reported condition. Functional testing including leak, clear passage and clamp function testing were performed; leak and clamp function testing revealed a leak from the set through the titanium spike with the white twist clamp closed. An in-lab twist sleeve was attached to the tubing and a leak was observed with the clamp in the closed position. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a titanium transfer set leaked from inside the twist clamp. This was notice during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.